Manufacturer narrative:
As the device is currently on legal hold, only very limited testing was performed. Visual inspection noted body fluid contamination in the lead ports. All seal plugs were intact and the setscrews were moving freely and without issue. Interrogation of the device found that the battery status was at beginning of life (bol) and elective replacement indicator (eri) had not been reached. No further testing was performed due to the pending litigation. There is no additional information at this time. If additional information becomes available, the report will be updated as necessary.

Event description:
Boston scientific received information that during a normal patient follow up, the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead reported experienced some dizzy spells. It was determined that there was noise on the rv lead that was being oversensed and resulting in pacing inhibition. The noise was able to be recreated with isometrics, but not with pocket manipulation. The pacing impedances have been consistently around 300 ohms and all other measurements have remained stable. No additional adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed that this could indicate either a lead insulation or connection issue with the implantable cardioverter defibrillator (ICD) and a revision may need to be considered. The physician also asked if this ICD was under an advisory. The ts consultant discussed that this device was not listed as being part of any advisories; however, the physician did not agree with this information and felt that the issues observed may be related to a device issue. Additional information was later provided that the patient is pursuing legal action against the ICD. A system revision was performed and this ICD and rv lead were explanted.

Manufacturer narrative:
The device is on legal hold within the post market quality assurance laboratory and cannot be tested further. There is no additional information at this time. If additional information becomes available, the event will be updated as necessary.